Manufacturer narrative:
This report has been identified as b. Braun medical inc. Internal report number (B)(4). Ten of the received samples from lot 0061555072 were visually examined per specification with no efects noted. Those ten samples were occlusion and leakage tested per specification with passing results. The returned unused sets did not confirm the reported defect of leakage. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformances of this nature. We will maintain this report for further reference and continue to monitor other reports for similar occurrences.

Event description:
As reported by user facility: while administering the electrolyte solution to a nicu patient, the nurse found that the female luer was cracked causing about 5ml of blood to leak.